Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose with levels of 470 mg/dl at the time of the incident, and in the range of 400-600 mg/dl in general. The customer was at 185 mg/dl at the time of the call. The customer has been having extreme highs for the last 3 months or so. The customer also had diabetic ketoacidosis and lost their eye sight for nearly 6 weeks. The customer's health care professional determined that the customer was not rotating sites as they should. The customer used the pump to treat and was also given intravenous fluids. The customer experienced symptoms such as feeling really bad and dehydration. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.